Manufacturer narrative:
H10 g - contact office phone number: (B)(6). E1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 ventilator indicating that the device's breathing circuit is blocked. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
An authorized service provider evaluated the device and confirmed that the problem is with the blower or motor control board. A field service engineer (fse) went onsite and replaced the blower assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.